Event description:
It was reported that there was a power-on-reset (por) condition. The patient had a neurostimulator battery replacement the day of report. It was reported that "things went fine" in operating room and in recovery patient was set with one program. The patient tried to make an adjustment when they got home and got the "call your doctor" symbol with the por message. The message was cleared with an 8840 clinician programmer in the office the following morning, and it was reported that "all was fine and no other issues". It was reported that the patient was "doing well."

Manufacturer narrative:
Product ID 3093-28, lot# v011590, implanted: 2006 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).